Event description:
The customer reported that the system failed to generate fluoroscopy exposures. There are no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative evaluated the system and could not reproduce the reported problem. The system operates as intended.